Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced red heart alarms 3 times at home while on the power module. The system controller's log file confirmed low speed and pump stoppage. The pt had a pump exchange for suspected pump end bend relief fracture per x-ray.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.